Event description:
It was reported to vyaire medical that the b1734xx4-vital signs® pediatric anesthesia breathing circuit is occluded while connected to the patient. Another new sample line was added and the "sample line" error went away and the patients co2 reading came across the monitor screen. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.